Event description:
Subsequently, boston scientific received information from (B)(6) that this patient died on (B)(6) 2011. There were no reports from the local representative, family or that the device may have caused or contributed to the patient's death. The device was received at boston scientific's return products department in (B)(4) 2011 and was successfully interrogated. External visual inspection identified no anomalies. A review of device memory found that this device had been programmed off on (B)(6) 2011. Additionally, medical records received a request on (B)(6) 2011, to unenroll this patient from the monitoring system due to patient death. The red alert (high shock impedance) from (B)(6) 2010, was confirmed, however, a normal shock impedance was recorded for the following day. Subsequent shock impedance measurements remained in the normal range until explant. A single rv pacing impedance spike (mid-400 ohms to 884 ohms) was also recorded around the same date as the alert. The device was put through and passed therapy availability testing. It was concluded that this device performed normally throughout laboratory testing.

Manufacturer narrative:
A save-to-disk was generated and delivered to technical services for review. There were no stored episodes after (B)(6) 2011 when a single nonsustained ventricular episode was recorded. The patient experienced several treated and nontreated episodes (nonsustained/divert-reconfirms) on (B)(6) 2011, which appear to be sinus tachycardia (st), intermittent atrial fibrillation with rapid ventricular responses and ventricular tachycardia (vt). All other lead diagnostic measurements were normal until (B)(6) 2011, when all intrinsic amplitude tests stopped and all impedance tests were out-of-range high. The device's battery status was beginning-of-life (bol) associated with a charge time of 10.5 seconds (automatic capacitor reformation on (B)(6) 2011). Subsequently boston scientific received information from the clinic nurse that this patient died due to lung/bone cancer and the patient's death was not attributed to a cardiac event or device malfunction. According to the clinic nurse, the patient was very chronically ill and did have multiple appropriate therapies for vt. The device was deactivated on (B)(6) 2011, per physician's order. The patient was transferred out of hospital to hospice care after the ICD was deactivated.

Manufacturer narrative:
The available information suggests that the device remains in-service. The event will be reopened if additional information is received and/or the device is returned for analysis.

Event description:
Boston scientific crm received information that this clinic nurse contacted technical services to report that this patient's latitude monitoring system had detected a red alert (high shock lead impedance). The local representative was notified of the alert. The red alert had already been reviewed by the clinic from latitude's physician web site. Technical services was informed by the clinic that the alert occurred on the same day that the patient underwent radiofrequency ablation (ra) for ventricular tachycardia (vt). Technical services discussed the possibility that electromagnetic interference (emi) may have cause an incorrect measurement. Technical services was informed that the next day measurement was normal. Technical services discussed performing a commanded shock or continued monitoring for future out-of-range (oor) measurements. The clinic reported that the patient has been scheduled for an in-clinic follow-up within the next couple of weeks to assess this boston scientific device and competitor right ventricular (rv) defibrillation lead.